Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2018, the patient was implanted with a gore® excluder® aaa endoprosthesis featuring c3® delivery system (rlt261416j/18239218) to treat an abdominal aortic aneurysm. On (B)(6) 2018, a follow-up computed tomography scan reportedly revealed a proximal type I endoleak. On (B)(6) 2018, the patient underwent a re-intervention procedure whereby a bare metal stent was implanted in the right renal artery, and an excluder® aortic extender component was implanted proximally to treat the endoleak. The patient tolerated the procedure.